Event description:
The hcp reported that the pt was hospitalized on due to lethargy two hours after having an intrathecal dye study to rule out possible pump malfunction with a baclofen bolus after the test. The test was performed due to increased spasticity in his lower extemities and a cough; onset 2006. The following day, the lethargy improved, but he developed worsening shortness of breath, acute respiratory failure, acute hypoxia, multi-organ failure, acute renal failure, acute sepsis, probable septic shock, peritonitis, pleural effusion, a ruptured peptic ulcer causing pneumoperitoneum, possible x-ray contrast nephropathy and a fever of 101.7. The pt was also on avonex at the time of this event. A follow-up report will be sent if additional information becomes available to us.